Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report a broken sensor wire on (B)(6) 2014. Patient claimed that upon removal of sensor pod, a portion of the sensor wire remained attached to the patient's lower abdomen. Patient reported feeling discomfort at the site of sensor insertion. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Incomplete device was returned. A visual inspection was performed; the sensor wire was detached from housing puck and was not received. The complaint of broken sensor wire could not be confirmed because the sensor wire was not available for evaluation.